Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported tissue damage, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. One day post procedure, a residual jet was noted on the lateral side of the first clip and the posterior leaflet was noted to be damaged. Treatment will be planned at a later time. No additional information was provided.